Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an error and attributed it to the lower case wire insulation being exposed, which caused the device to fail both its incoming functional and its bench testing. Log data reviewed also showed errors as well as buttons that were stuck and recovered. Analysis also found the hanger assembly, hanger screw and one case screw contaminated and one main printed circuit board screw was missing. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that immediately upon being turned on the external pulse generator generated an error and that the biomedical engineer was unable to clear it. The generator was returned for service. There was no patient involvement.